Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool was not properly cauterizing the tissue. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Customer mentioned that during division using the hemopro 2 the cutting tool was not properly cauterizing the tissue. Branches were bleeding into the tunnel due to poor cauterization. We confirmed that the power supply was set at the correct setting of "3." They mentioned that the issue was only present when using the power supply that was in their o.r. Room 5. The poor cautery/bleeding issue was not present during the case I observed on (B)(6) 2016, but they mentioned it has happened previously. We conducted another case in o.r. Room 6 with a different power supply and the issue was not observed.

Manufacturer narrative:
A lot history record review was completed for lots 25122432, 25122501 and 25122938 the last 3 lots shipped to the account prior to the aware date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool was not properly cauterizing the tissue. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Customer mentioned that during division using the hemopro 2 the cutting tool was not properly cauterizing the tissue. Branches were bleeding into the tunnel due to poor cauterization. We confirmed that the power supply was set at the correct setting of "3." They mentioned that the issue was only present when using the power supply that was in their or room 5. The poor cautery/bleeding issue was not present during the case I observed on (B)(6) 2016, but they mentioned it has happened previously. We conducted another case in or room 6 with a different power supply and the issue was not observed.